Event description:
The catheter is breaking right at the hub. The chest tube was removed from the pt due to the separation. No harm to the pt reported.

Manufacturer narrative:
Expiration date unk as lot # is unk. Separates is not listed in the instructions for use. Event is still under investigation.